Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis. The instrument was analyzed and found to have damage of the conductor wire insulation at the idler pulleys. There was no material missing and the conductor wires were exposed. The conductor wire insulation was lifted off and damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument conductor wire was damaged. No patient involvement. Isi followed up with the initial reporter and obtained the following additional information: no exposed wires, no loss of cautery, and no fragment fell into the patient during last known usage.